Event description:
It was reported by service report that the left toprail was broken, exposing sharp edges; however, the siderail was still able to be latched up. No pt involvement or adverse consequences are reported.